Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw loosened and when the doctor went to tighten it more than 12 ncm, it was unable to be torqued. Doctor attempted to tighten using two different wrenches. Requesting a new iunihg screw at this time. Tooth location unknown.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address one of 3 reported loosening events and another device malfunction. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "yes" to "no"; h6: entered evaluation codes; h10: added manufacturer narrative. Device not returned.

Event description:
No further event information available at the time of this report.